Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no a hole in the ra- and ra+ seal plugs. However, the rv seal plugs are intact. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead had syncopal episode. It was believed that the syncopal episode was due to the noise caused by a lead fracture which inhibited pacing. However, the lead fracture was not confirmed upon x-ray. The pacemaker was explanted and replaced. The rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.